Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "a very palpable knuckle of capsule at the top". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Clarification to d.4. Device information: serial numbers have been provided, but the affected side of the capsular contracture is unknown so only the catalog has been updated. - sn (B)(6) left. - sn (B)(6) right. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade iii/IV. Device remains implanted.